Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The surgeon used power with this instrument and tip of the screwdriver sheered off. A backup screwdriver was on hand. No adverse consequence to patient.